Event description:
Patient came in to the hospital in status. When the vns was checked, high lead impedance was observed. The physician was informed to turn vns and get x-rays. No known surgical interventions have occurred to date.

Event description:
Patient underwent generator and lead replacement. The explanted generator and lead were received. Analysis is underway but has not been completed to date.

Event description:
Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. Proper functionality of the pulse generator in its ability to provide appropriate programmed output currents was successfully verified in the lab. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. A break was identified in one of the lead coils. Scanning electron microscopy images of the broken coil show that pitting or electro-etching conditions have occurred at the break location. However, due to metal dissolution, mechanical distortions (smoothed surfaces) and/or surface contamination the fracture mechanism cannot be ascertained. Since a portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portions.

Manufacturer narrative:
Age at time of event, corrected data: (B)(6). Supplemental MDR #2 inadvertently left out the update to patient age. Date of event, corrected data: (B)(6) 2015. Supplemental MDR #2 inadvertently left out the update to event date. Relevant tests/laboratory data, including dates . Supplemental MDR #2 inadvertently left out information regarding generator battery voltage and the impedance. Device evaluated by MFR? Corrected data: yes. Supplemental MDR #2 inadvertently did not make yes as device evaluation was completed and provided.